Manufacturer narrative:
The report of low speed alarms was confirmed based on the evaluation of the submitted log files. The log file data indicated that all motor stopped alarm events occurred while the system was supported on the mobile power unit (mpu) and did not occur on battery power. The analysis of the returned mpu could not determine a root cause of the motor stopped events captured in the log file. The returned mpu was subjected to full functional testing and passed all tests. A review of the device history records showed no deviations from device specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 11 days (calculated from the date of purchase). The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient received low speed advisory alarms. At the time of the event, the patient was at an inpatient rehab center, asleep, and was supported by the mobile power unit (mpu). Reportedly, the patient did not report being symptomatic. Review of the system controller log file by the manufacturer's technical services representative revealed pump stop events. The patient was transferred to power module support and it was reported that as of (B)(6) 2016, no further pump stops had occurred.